Manufacturer narrative:
This device is shipped with instructions for use (IFU) listing the warnings, precautions, and the correct inflation procedure. The IFU specifically states do not exceed maximum inflation volume and that when used to expand vascular prosthesis, the balloon should remain within the prosthesis at least 1 cm from the proximal or distal edge of the prosthesis. No product was provided to assist in this investigation. An internal clinical review indicated that the event was due to the patient's anatomy along with user error. We have notified the appropriate individuals and will continue to monitor for similar events.

Event description:
In 2008, a male patient underwent endovascular repair of an infrarenal abdominal aortic aneurysm and a left common iliac artery aneurysm. The patient's left hypogastric artery was coiled and another manufacturer's endoprostheses were implanted. The devices were ballooned and an angiogram revealed that the patient had a proximal type I endoleak. The physician ballooned the leading end of the trunk component with a coda balloon catheter. The final intraoperative angiogram revealed that the patient's aorta had ruptured just above the proximal end of the trunk component. The patient was converted to open surgical repair and the devices were discarded. The patient tolerated the procedure. The patient's aorta was friable. The portion of the patient's aorta was angulated, 7cm in length, and 16mm in diameter. The distal portion of the patient's aorta was not as angulated and 19-22mm in diameter. It was reported that the leading end of the trunk component was implanted in the straighter portion of the patient's infrarenal abdominal aorta. Patient outcome is unknown at this time.